Manufacturer narrative:
Section d9: percutaneous lead clam shell 0117-036 received only. Manufacturer's investigation conclusion: damage to the silicone jacket layer was confirmed through evaluation of the returned driveline (dl); however, a specific cause for the observed damage could not be conclusively determined through this evaluation. It was reported that the site requested a percutaneous lead revision, as the dl was in "poor condition." The external dl repair was successfully performed on (B)(6) 2021. The patient was stable and no alarms were noted. The distal end of the dl was returned, measuring approximately 17¿ from the controller connector (cc). A clamshell repair site was observed and rescue tape was observed applied over the silicone jacket. Upon removal of the tape, multiple tears on the jacket layer was observed. Electrical continuity testing of the replaced dl in the condition that it was received found all wires to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the dl. Upon disassembly, microscopic inspection of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The dl was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the site requested a percutaneous lead revision, as the driveline was in "poor condition." The driveline revision was successfully performed on (B)(6) 2021. The patient was stable and no alarms were noted.